Manufacturer narrative:
(B)(4).

Event description:
The patient's husband stated that the patient received erroneous results when testing with coaguchek xs meter serial (B)(6). On (B)(6) 2018, the patient was drinking tonic water with quinine. The patient was concerned that quinine can increase inr. (B)(6). No adverse events were alleged to have occurred with the patient. The patient's coumadin/warfarin dosage was not changed based on the meter result. The patient's coumadin/warfarin dosage was withheld on (B)(6) 2018 based on the laboratory result. The patient's current condition is fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not use heparin or direct thrombin inhibitors. The patient did not take any new medications. The patient did not have any changes in diet. The patient did not have any special or unusual diet. The patient did not have any new illnesses. The patient is recovering from a hip replacement that she had done 3 weeks prior to (B)(6) 2018. The patient's meter had not been cleaned. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr, donor 2 inr: 2.7 inr. Donor 1 hct: 58%, donor 2 hct: 58%. Testing results: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with customer strips: 3.1 inr. Donor 2: retention meter with masterlot strips: 2.7 inr, customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.